Event description:
A malfunction alarm labeled as ¿malf 1¿ was reported, and the fault ID was identified as 1x0279f. There was no adverse impact on the customer's blood glucose level, keeping it well below 500 mg/dl (27.7 mmol/l). Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.